Event description:
Additional information received from the consumer reported that the patient had tried all 4 programs and it was still not helping with their incontinence. The patient had been having frequent bowel movements as well.

Manufacturer narrative:
(B)(4).

Event description:
The consumer and manufacturer representative reported that the patient could only urinate when they were lying down in bed. The patient was not able to urinate when they were sitting on the toilet since implant on (B)(6) 2016. The patient's friend or family member changed programs on (B)(6) 2016 per the manufacturer representative's guidance, but they had not seen an improvement. This was a new symptom and not something the patient had trouble with before implant. The patient saw their health care provider (hcp) on (B)(6) 2016 and told them about the symptom, but they didn's address it and recommended they follow-up with the manufacturer representative. The hcp said the patient's time between urination had increased. The action taken to resolve the patient only being able to urinate when lying down was that patient was told to change programs. The manufacturer representative went over with the patient that they didn't have to feel stimulation for it to be working as the patient had turned stimulation up about 1 ma is less than a month. The cause of the patient only being able to urinate when lying down was still undetermined. The patient's device was implanted for frequency and incontinence and the indications for use for the patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.